Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. After several attempts, no device returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was leakage. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.